Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline, catalog #3503380, lot #6721091 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation procedure on (B)(6) 2013 experienced left side pain that began in (B)(6) 2017. The patient reported everything hurts when she lifts her left arm and it feels weird. The patient also thinks that the left device is losing volume. The patient had an intervening surgery shortly after date of implantation. She could not provide details or date of this procedure, but said they "filled the implants with more air." The patient's date of explantation/revision was not provided.